Manufacturer narrative:
Upon completion of the investigation it was noted that a cut in the silicone housing was found were the valve mechanism should have been. Upon closer investigating it appears the root cause for the problem reported by the customer may have been caused by some form of impact since there was evidence of an imprint on the valve casing, which caused the stator to become dislodged. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. This complaint is considered to be closed.

Event description:
Affiliate reported that the device was broken. As a result the device was revised.